Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s cardiac resynchronization therapy defibrillator (crt-d) was programmed to a ventricular-tachycardia mode other than monitor plus therapy during a procedure to receive a left ventricular assist device (lvad). Subsequently, the patient's remote home monitoring system indicated that the device had remained programmed to monitor only post-procedure. The patient was seen for follow up and the device was reprogrammed to monitor plus therapy. No adverse patient effects were reported. The crt-d remains in service.